Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery (rca) with heavy calcification and mild tortuosity. After pre dilating the vessel with a 1.5x12mm mini trek balloon to 8 atmospheres (atm), the 2.50x28mm xience alpine stent delivery system (sds) was used at 10 atm. During removal a dissection was noted at the distal end. A 2.5x18 mm xience alpine stent was used to treat the dissection and complete the procedure. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system, electronic instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.